Event description:
Patient rec'd iontophoresis treatment with dexamethasone by physical therapist (pt) on right shoulder/arm. No redness immediately after treatment. 4 hours later, pt called and stated that they had a hole in their arm. The following day, pt rec'd treatment from pt for incident. Therapist noted minor skin breakdown on right bicep.